Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b. The revision reported was likely the result of prosthesis wear, loosening, and osteolysis. The prosthesis wear was likely the result of being implanted for 12 years, as the wear observed in the image provided appears minimal. The aseptic (non-infected) femoral loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. However, the root cause and extent of the reported prosthesis wear, femoral loosening, and osteolysis could not be determined as the devices were not returned for evaluation, and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2023-01345 report number d10: 02-010-01-0230 - logic femoral ps cem left sz 3 02-012-41-3020 - logic tibia traptray cem sz 3f/2t 200-02-35 - three peg patella 35mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01345 the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The revision reported was likely the result of prosthesis wear, loosening, and osteolysis. The prosthesis wear was likely the result of being implanted for 12 years, as the wear observed in the image provided appears minimal. The aseptic (non-infected) femoral loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. However, the root cause and extent of the reported prosthesis wear, femoral loosening, and osteolysis could not be determined as the devices were not returned for evaluation, and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
*Additional information received from legal on 31jul2023* as reported via legal documentation, a patient had left knee replacement surgery on 15 nov 2010. The patient began experiencing increasing pain, ¿shifting of her knees,¿ and impaired mobility. Recurrent effusions and increasing pain also began occurring. X-rays demonstrated evidence of femoral osteolysis. The surgeon diagnosed the patient with failed left total knee arthroplasty secondary to polyethylene wear, osteolysis, and femoral loosening, and revision surgery was recommended. Patient underwent a left knee revision surgery, approximately 12 years 6 months post primary procedure. During the revision surgery, the orthopedic surgeon found polyethylene debris in the synovial tissue and osteolysis of the left tibia. ¿significant uncontained osteolysis in the posterior medial and posterolateral condyles¿ of the femur was also noted. There is no other patient demographic or medical history available. There is no device return. No additional information is available. *original description summary* as reported, approximately 12.6 years post initial left tka, the patient complaint of pain. Patient had a revision due to loose femur and recalled poly. Patient was revised to exactech devices. There was no breakage of device and surgical delay/prolongation. Patient was last known to be in stable condition following the event. Image and x-ray received. The device is not available for evaluation due to recall devices hospital will not release. **the revision reported was likely the result of prosthesis wear, loosening, and osteolysis. The prosthesis wear was likely the result of being implanted for 12 years, as the wear observed in the image provided appears minimal. The aseptic (non-infected) femoral loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. However, the root cause and extent of the reported prosthesis wear, femoral loosening, and osteolysis could not be determined as the devices were not returned for evaluation, and images/radiographs were not provided.